Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the insufficient cleaning. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The user had reprocessed the subject device with the process recommended by olympus, but omsc confirmed that there was the clogging in the nozzle. Therefore there was the possibility that the cleaning was insufficient. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) and the similar past cases, there was the possibility that this phenomenon might have caused by the difference between the reprocess method conducted by the facility and the reprocess method indicated in the instruction manual. Olympus stated the appropriate reprocessing of tjf-q180v and the counter measures against abnormalities in the instruction manual of tjf-q180v.

Event description:
Olympus medical systems corp. (Omsc) was informed that during repair at olympus medical systems (B)(4), it was found that there were foreign material around and under the forceps elevator. There was no report of patient injury associated with the event.